Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultrasafe passive¿ x-series needle guard syringe leaked when the plunger fell out of the syringe during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: not confirmed, no bd cause found. Investigation conclusion: the customer issued a complaint for a plunger was pulled out of the syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product, the final user did not follow the instruction. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product, the end user did not follow the instruction.